Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with continuous glucose readings above 300 mg/dl for over 90 minutes shortly after starting therapy, while using a contact-detach infusion set and a g6 sensor that showed fluctuating high readings and then a sensor error; insulin delivery troubleshooting identified no device delivery issues, the user had taken long-acting insulin the prior night, and the user replaced and paired a new sensor per guidance. Symptoms included hyperglycemia without reported acute complications. Outcomes included recovery to in-range and stable glucose following sensor replacement and ongoing automated corrections, with no hospitalization. Investigation included review of device data and sensor performance, user guidance on correction behavior, and verification of infusion and alarm status. Investigation of this case revealed no pump malfunction or infusion set fault, with the event consistent with early-therapy algorithm conservatism and a faulty or deteriorating sensor near expiration contributing to inaccurate high readings and a sensor error. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user condition and sensor performance rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.